Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The caller experienced nausea, vomiting, excessive thirst, urination, and irritability. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the customer to disconnect the infusion set and to remove the reservoir. Instructed to reinsert the reservoir and to run a manual prime test and the insulin did exit. Suggested to remove the cannula and it was not bent. Advised the customer to call back when the tubing clamp arrives to continue testing. Recommended to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.